Manufacturer narrative:
(B)(4). Equipment was received in house at the carefusion facility in (B)(4). For evaluation. The unit was placed on extended tests/run-in. No root cause has been determined yet since investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported high volumes issue on the ltv 1150 ventilator. The customer confirmed that there was no patient involvement that was associated with the reported event.